Manufacturer narrative:
510k: this report is for an unknown - nail head elements: tfna helical blade/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, the proximal femoral nailing system (tfna) helical blade cut through into the acetabelum. The helical blade was exchanged for a shorter helical blade and locked statically. There was no surgical delay reported. The procedure was successfully completed. Patient status was unknown. This complaint involves one (1) device. This report is for one (1) unk - nail head elements: tfna helical blade. This is report 1 of 1 for (B)(4).